Event description:
Left knee blew up twice the normal size; left knee was hot; left knee pain worse; left knee effusion; gained weight; allergic reaction (injection site). A pt (age unk), with a history of "bone on bone" osteoarthritis, no known allergies, and no previous viscosupplementation treatment, experienced their left knee blown up twice the normal size, it was hot, knee pain was worse, an effusion, and weight gain. They began treatment with synvisc in 2003. This case was reported by the pt 2004. The pt received the series of synvics injections in the left knee, given one week apart, in 2003. The pt did not experience any adverse events following the first two injections. The pt stated that beginning 24 hours after the third injection (date unk), their left knee "blew up (swelling) twice the normal size, was hot, and they had pain worse than before synvisc". There was no rash and all of the events involved the left knee area only. The pt treated the events with ibuprofen and ice, but the symptoms did not change. Seven days after the third injection (date unk), they were seen by the prescribing physician, who told pt that they "had an allergic reaction to synvisc". The physician "drained the knee and the fluid that came out looked like beer". The physician administered a cortisone injection in the left knee. All of the events continued. In 2004, the pt "had a scope for a wash out" of the left knee. The left knee is "getting better, but is still worse than before synvisc". Due to the reported events the pt also "cannot exercise" and subsequently, "gained weight", the pt stated that although the physician stated the events were due to an allergic reaction, they feel that all of the events occurred because "the dr gave the third injection wrong". At the time of this report the pt's outcome was unk. Qa investigation results: the review of synvisc product release data for both facilities did not indicate trends that could be associated to any product complaints.